Manufacturer narrative:
Evaluation, results: no results available since no evaluation was performed (device or cine images not returned for evaluation). Conclusion: inconclusive - investigation in progress; unable to confirm complaint (device or cine images not returned for evaluation). Device not returned FDA. (B)(4).

Event description:
Physician intended to use an export catheter to treat the proximal rca which exhibited moderate calcification and lesion stenosis of 95%. The device was removed from packaging and prepped as per IFU. Device was inspected and no obvious defects were noted. Resistance was reported in getting to the lesion and the doctor was unable to aspirate the catheter. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the returned export catheter exhibited damage to the strain relief portion of the wire lumen. Other damages noted on the returned catheter consisted of a crushed section 21cm from the catheter tip, also a kink 65.5cm from the tip. No damage to the tip or marker band was noted. Physical measurements show the device meets specification for the dual lumen minor .0618¿ and major profile .0673¿ and also shaft outer diameter .0537¿. There is no tear in the wire lumen. An in house .014¿ guide wire passed through the lumen without resistance. In-house asahi sion blue (.0139¿) also back loaded without resistance. The catheter aspiration capability was tested resulting in no initial aspiration likely due to dried blood in the aspiration lumen. The catheter was placed in warm water for some time resulting in a successful aspiration of dried blood/thrombus into an in house syringe.